Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for a follow up one week post implant and it was deemed that the atrial lead had dislodged. The lead was repositioned successfully. The patient was in good condition post procedure.